Event description:
It was reported that at device upgrade, insulation damage was seen under fluoroscopy. Lead to can abrasion was suspected. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.